Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was unclear whether the device was used by the patient with foreign material on the distal end and adhesive on the bending section rubber. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based upon the past similar cases, omsc concluded that the reported event may have been caused by a difference between the reprocessing method by the user facility and the reprocessing method recommended by the instruction manual. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus repair center in estonia for evaluation. Olympus repair center inspected the device and confirmed the following; there was a leakage at the biopsy channel. The light guide lens was chipped and the ccd unit was scratched. The distal end cap was cracked. There was a defect in the adhesive of the bending section rubber, and the insertion tube was discolored. The s-cover was cracked and the suction cylinder was corroded. The inside of the electrical connector was corroded. There was heavy play in the angulation wire and the bending tube was worn. Further inspection of the distal end revealed that foreign material remained after reprocessing. The reported event may have been caused by incorrect reprocessing by user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that foreign material was attached to the distal end cap. In addition, residues were found at the distal end and insertion tube and in the adhesive on the bending section rubber. Therefore, it was found that the insufficient or incorrect reprocessing video scope had been used by the user facility. The user facility reported that the device had been reprocessed with an olympus automated endoscope reprocessor, minietd2. There was no report of patient injury associated and infection associated with this event.